Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous right common iliac artery (cia). While advancing a v-18 guide wire to the lesion the tip of the wire got kinked. The physician removed the wire and replaced it with a new wire. The 5.0mm x 40mm/135cm sterling balloon was advanced into the patient for pre dilation. During the first inflation, the sterling balloon ruptured at 10atms for 30secs. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.